Manufacturer narrative:
Per comp - 141 final report. Additional information including post-op x-ray, angulation being used at the time of screw insertion (was it in accordance with the trinity operative technique), whether corin / trinity instruments were used to prepare the screw holes, whether the cup was fully impacted into the acetabulum prior to the insertion of any screws, whether the surgeon was satisfied with the outcome of the procedure and whether the patient will be called in for any additional follow-up was requested in order to progress with the investigation of this event. Not all details could be provided, however, the reporter confirmed that trinity instruments were used as per the op tech. The screw was backed out and then discarded and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Additionally, corin has not received any other reports for devices from these batches. Based on the available information, and without return of the parts for examination, no further investigation can be conducted and the root cause could not be confirmed. However, over angulation of the screw or over torquing could have contributed to this event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During a trinity total hip replacement, upon tightening the 30mm screw into a 50mm trinity cup, the screw head went through the cup and could not be unscrewed.

Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information including post-op x-ray, angulation being used at the time of screw insertion (was it in accordance with the trinity operative technique), whether corin / trinity instruments were used to prepare the screw holes, whether the cup was fully impacted into the acetabulum prior to the insertion of any screws, whether the surgeon was satisfied with the outcome of the procedure and whether the patient will be called in for any additional follow-up, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During a trinity total hip replacement, upon tightening the 30mm screw into a 50mm trinity cup, the screw head went through the cup and could not be unscrewed.